Event description:
There was an allegation of questionable elecsys troponin t gen 5 results for 1 patient sample on a cobas e 801 analytical unit. The initial result was 30 ng/l. The repeated result was 14 ng/l. The repeated results were believed to be correct. The initial result was reported outside the laboratory. The initial result was questioned by the patient's doctor and the sample was repeated.

Manufacturer narrative:
The reagent lot number is 74280101 with an expiration date of 28-feb-2025. The customer's calibration and qc are acceptable. There is no indication of a performance issue of the reagent. A review of the system's alarm trace was acceptable. The field service representative found a contaminated procell line. He cleaned the procell line with a bleach solution and flushed it with water. The precision test passed. After service, no issues were reported by the customer. The investigation determined the service actions resolved the issue.